Manufacturer narrative:
A retain cartridge sample has been evaluated by product analysis on 08/13/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime and the reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.